Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-02898. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The in-stent re-stenosed lesion being treated was located in the mildly tortuous, mildly calcified previously placed unk bare metal stent in the mid right coronary artery (rca). The physician implanted a 2.50x20mm taxus express2 stent and a 2.75x16mm taxus express2 stent. The stents were post dilated with a 2.75x15mm quantum balloon. The stents were well apposed. Plavix and aspirin were prescribed. One year and three months post the initial procedure, the pt presented with chest pain. Angiography identified thrombosis in the previously deployed stents in the rca. A pt2 guidewire was used to cross. A non-bsc aspiration catheter was used to extract the thrombus and balloon dilations were made with a 3.0x20mm non-bsc balloon.